Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain, difficulty walking and possible implant migration. There has been no reported revision procedure this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.